Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered therapy for an atrial flutter due to device programming and the patient reported symptoms such as dyspnea and heart palpitations. The device was reprogrammed to avoid this in the future, and the patient was stable with no serious consequences.